Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to board and all in one display issue. A technical support specialist confirmed that the issue was resolved by the customer. The board, all in one display, was replaced to resolve the issue. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had cubie drawer failure. The customer stated that there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.